Event description:
Device 2 of 3. Reference MFR. Report# 3006705815-2019-00444. Device 3 of 3. Reference MFR. Report# 1627487-2019-01953. It was reported that the patient experienced ineffective therapy. In turn, the patient had the system explanted.